Event description:
Single chamber pacemaker implanted post-tavi in 2023 (not (B)(6)), subsequent pocket infection requiring system extraction and leadless pacemaker implant (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).